Event description:
I got the essure (B)(6) 2014 and now I currently have fluid in my left tube. As a result I now have to have a hysterectomy. I have experienced nothing but pain and problems since I got the implant done. I have complained multiple times to my doctors and have been to the e.r. Multiple times for this.